Manufacturer narrative:
(B)(4). The investigation is in process. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during drilling of the acetabulum, the drill bit unraveled and bent. No known adverse event was reported attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the instrument confirmed that the product had unraveled and the drill tip was bent. No further damage was noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.